Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the evaluation is completed.

Event description:
Post cardiac surgery, the water seal in the drain was continuing to bubble excessively even when it was determined the pt did not have an air leak. Once the drain was replaced with a new one, it operated correctly. The pt was not affected at all.